Manufacturer narrative:
Eval summary: one atg45 device was returned with the firing trigger jammed closed, otherwise in good visual conditions. A 1/10 partially fired tr45g cartridge was returned along with the device, the cartridge was noted to be in good visual condition and with the lockout tab in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were noted to be damaged. As the firing trigger did not go back to its original open position after achieving a full firing stroke and became jammed in the closed position, the closing trigger and anvil were not able go back to its open position; only achieved when manually assisted.

Event description:
It was reported that during a lap sigma procedure, when closing, noises were heard and the device did not fire. There was no adverse pt consequence.